Manufacturer narrative:
Initial and final MDR 1880817 - MDR 3003442380-2024-06628 - device 1 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on 28-apr-2024. The infusion set fell off next day of use. No further information available.